Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 50 mg/dl and think that it was due to the recalled infusion set. Customer declined troubleshooting for the low blood glucose. The insulin pump was not replaced or returned for analysis.